Event description:
It was reported that during the procedure, after shaping the tip using a scalpel, a 014 hi-torque balance middleweight (bmw) elite guide wire was advanced to a heavily calcified, de novo lesion in the moderately tortuous mid left anterior descending coronary artery, however resistance was felt during advancement due to the calcification. An otw non-abbott balloon dilatation catheter (bdc) was then advanced over the bmw elite toward the lesion to perform dilatation. During an attempt to retract the guide wire into the otw bdc, resistance was felt between the vessel and the otw bdc, and force was applied, resulting in an unraveled distal tip coil; reportedly, though the tip was still attached to the guide wire, the unraveled coil was separated from the guide wire core. The bmw elite guide wire was withdrawn through the bdc and removed from the anatomy. The physician commented that the tip pre-shaping, pre-procedure, may have contributed to the tip coil damage, as they appeared to be unrolled with the distal seal still attached. The procedure was completed using a whisper es guide wire with the same non-abbott bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force; failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The guide wire separation and stretched coils were able to be confirmed. The physical resistance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Though cine images were received and reviewed, as there were no images that revealed a stretched coil or guide wire damage, the cine images were not able to confirm the reported stretched tip and tip coil unraveling. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wires for percutaneous transluminal coronary angioplasty (ptca), pta, and stents instructions for use states: if indicated, the guide wire tip may be carefully shaped using standard tip-shaping practices. Do not use a shaping instrument with a sharp edge. It is likely that the guide wire met resistance advancing due to the calcified and tortuous lesion, resulting in the guide wire becoming entrapped in the anatomy. Furthermore, an interaction between the calcified anatomy and the balloon catheter during removal attempts would have caused resistance; thereby as force was applied, this would contribute to the tip coils stretching and the guide wire ultimately separating. It should also be noted that the warnings section of the IFU states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.